Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had been receiving no delivery alarms. She stated that she changed the infusion set and was unable to get insulin out and she has not had bent cannulas. Blood glucose value was 473 mg/dl which she treated with manual injection. She was advised to change the set and reservoir. The customer called back later due to receiving another no delivery alarm during basal and bolus. Blood glucose level was 339 mg/dl; treated with the insulin pump. Troubleshooting was done and she was able to do the manual prime but when running the fixed prime, insulin did not exit and the insulin pump alarmed no delivery. The customer stated that the issue may be the reservoirs because she had not changed the reservoir. The customer was sent replacement reservoirs. No product was returned for analysis.